Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was an open pulse wire between the front therapy pad and ECG 'a'. The root cause of the open wire cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective belt. Last patient to use this belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, electrode belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.